Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer dispatched to emergency medical service due to diabetic ketoacidosis high blood glucose on (B)(6) 2018 with blood glucose of above 00 mg/dl. Troubleshooting was done for high blood glucose. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.